Event description:
It was reported that during the implant procedure, the atrial lead exhibited high thresholds. The lead was no longer used and replaced. The patient was doing -ok- after the procedure.

Manufacturer narrative:
(B)(4).